Event description:
It was reported that the subject device was reconnected to the power cords and the power cords were changed, but that didn¿t work either. The issue was found during a diagnostic colonoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty power supply a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty power supply. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer